Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 9/19/19. Further information was provided and reported there was no incision enlargement, sutures, or vitrectomy required. The lens was replaced with a different model. There seems to be some improvement in vision early on, but not yet perfect. At this time, the patient is happy. No additional information was provided. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown / not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s right eye as the patient was not happy with their visual outcome. The explanted lens was replaced with a different model lens but the same diopter. No additional information was provided to johnson & johnson surgical vision.